Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.

Event description:
It was reported per field service report: pump was on pt. Symptom - system error 6 (4). Front end controller failure. Findings/action taken: user stated system error 6, four times, continuously. Reset and error again. Could not reproduce symptom. This happened on back up pump also. Replaced front end board (feb), ECG "nikolay", ECG feb cables. System functioned well.